Manufacturer narrative:
No deviation could be detected. There is the recommendation to check the accessories (navigating instruments). Another possibility could be an usage related deviation.the exact cause could not be determine. According the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with orthopilot . According to the complaint description there was a problem with the function of the orthopilot. The complaint is about misindication of the correct varus/valgus axis. During the operation, according to the orthopilot and twice measuring the hip center was measured with 5 degrees valgus leg axis preoperatively. According to the x-ray image, however, it must be at 7° varus. There was about 10 degrees difference. After guided band tension the surgery was finished. According to orthopilot, the leg axis was still at about 5 valgian. There was no patient harm reported. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).